Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection of the returned batteries revealed damage to the outer sheaths of the batteries' output cables, exposing the insulated internal wires. The internal conducting wires were not compromised, and the observed damage did not affect the functionality of the devices. As a result, the reported cable damage event was confirmed. The most likely root of the reported event can be attributed to wear and/or the handling of the device. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 30-mar-2026 h3: yes additional products: d1: battery d4:(B)(6) d9: yes, return date: 30-mar-2026 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-apr-2024/ serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 13-apr-2023 h5: no, d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-apr-2024/ serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 13-apr-2023 h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three (3) batteries were associated with damaged and worn cable. The batteries were exchanged. No patient complications have been reported as a result of this event.